Event description:
It was reported that a quality defect was observed on the nasal intubation probe, the balloon deflates directly after being inflated. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.